Event description:
The surgeon implanted a aa4203vf plate silicone lens. In 01/2001 patient developed mild circumcorneal congestion with fresh non pigmented kps, flares and cells. Patient was diagnosed to psendophakie intraocular inflammation, iridocyclitis and sterile uveitis md felt the reaction was due to the iol material (silicone). Bcva was 20/40 (6/12) with post-op refraction of +0.50 -2.50 x90. The lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.